Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, insulin pump received with loud motor noise during rewind due to faulty motor. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched case, scratched reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a motor anomaly. The customer stated that he had higher blood glucose than normal, despite taking more insulin. He noted that 3 days prior, he had taken more insulin than ever for a meal, and his blood glucose reading remained at 470 mg/dl. He stated that he realized something was wrong with the insulin pump and treated with manual injections, successfully lowering the blood glucose thereafter. He stated that he could hear the motor make an alarming noise when he could not do so before. His average blood glucose reading were around 350 or 400 mg/dl over the last month. He complained of inability to think clearly, nausea, blurry eyesight, and irritability. He stated that the motor seemed to be starting and stopping as he held the act button down to fill the tubing. No hospitalization or medical intervention was needed. Advised replacement of the insulin pump. Nothing further reported.